Event description:
It was reported that the linear driver was found bent. It is unknown when the issue was discovered. It is unknown if there was a delay or if a backup device was available. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned t6 linear driver shaft confirms the stated failure. The driver tip has bent and deformed. Also the visual confirms a piece of the tip is missing. The missing piece was not returned with the device. This device was manufactured in 2019. The device shows significant signs of wear/usage. A review of complaint history on the listed parts revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.